Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: cut of blood vessels. Event description: situation: once the forceps were in use, they activated automatically without pressing the energy activation button, posing a risk of injury to structures within the cavity. The forceps were replaced with another brand. Sample be able for analysis: no. Patient harm: no. Additional information provided on 18nov2025 via email: hi [applied medical tm], that is right. The event date was on june 14, 2025. Intervention: the forceps were replaced with another brand. Patient status: no patient harm.

Event description:
Procedure performed: cut of blood vessels. Event description: name: voyant electrosurgical generator, accesorios partes y repuestos. Ref: eb215. Batch numer: 1486743 situation: once the forceps were in use, they activated automatically without pressing the energy activation button, posing a risk of injury to structures within the cavity. The forceps were replaced with another brand. Sample be able for analysis: no. Patient harm: no. Intervention: the forceps were replaced with another brand. Patient status: no patient harm.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.